Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete.

Event description:
The abbott field service engineer (fse) discovered the cell-dyn emerald cpu board showed signs of being burned. The fse was replacing the cpu board because the cell-dyn emerald would not turn on when he noticed the burned cpu board . No operator injury was reported.

Manufacturer narrative:
The investigation consisted of reviews of product history and product labeling, consultation with the subject matter experts, and inspection of the returned cpu board. The investigation concluded that the ic u200 and transient voltage suppressor d200 were burned. These components were burnt out due to a high surge or high voltage on the dc 24v input line. Possible causes could be usage of incorrect power adapter (dc > 24v) or external condition like surge due by lightning storm. There are no risks of fire on the cd emerald. No product deficiency was identified.